Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00519 and MDR # 1828100-2015-00499. Per the ccp, they reduced the gas flow to the oxygenator in response to the low pco2 values and when they did their first in-vivo calibration this resulted in an actual low ph and high pco2 values. Gas flow was increased to bring these values back to a normal range. After the in-vivo calibration, the results were improved but according to the ccp, the ph and pco2 values were still a little off. Per email received from the ccp on 06/11/2015, "I just want to let you know that the bpm worked beautifully! There will be no need to replace the unit."

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the ph was high and the partial pressure of carbon dioxide (pco2) was low on the blood parameter monitor (bpm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on 06/05/2015: in this case they experienced higher than expected ph values and lower than expected pco2 values when using the bpm. When comparing the bpm to the I-stat (during first in-vivo calibration), the I-stat values were within normal levels. The perfusionist (ccp) stated they did the gas calibration (calibrator 540) prior to use. According to the ccp, the pt was treated with these bpm values (e.g gas flow was changed to the oxygenator). Since gas flows were reduced prior to the in-vivo calibration in order to correct the bpm measured high ph and low pco2 values, the actual ph as measured by the I-stat was lower than expected and the pco2 was higher than expected. Evan after the first in-vivo calibration, according to the ccp, the ph and pco2 measures of the bpm did not track closely with the I-stat laboratory analyzer. Clinical services reviewed info from an email provided by the ccp. After the conversation with the current temperature of blood in the shunt sensor (ie. 23.6 degrees celsius). The I-stat was in the 37 degrees celsius measurement mode and this difference in modes of temperature of the two devices would result in higher ph / lower pco2 measures of the bpm as compared to the I-stat. After clinical services discovered this info, in the email, clinical services called the ccp back and discussed this info with her. Ccp stated they traditionally use the bpm in the 37 degrees celsius mode and evidentially the monitor was placed in the @ temperature mode accidentally. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. No additional action will be taken at this time.